Event description:
During the preparation of a ureteral stent for a therapeutic ureteral drainage procedure, it was determined that one or more loops of this ureteral stent had detached. The procedure was completed with another device.